Event description:
Patient hematoma reported.

Manufacturer narrative:
Service report sro:2023-04355 was submitted by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted 21 august 2023 and the f2 alignment verification revealed the alignment was out of specification which was adjusted by the responsible fse during the device evaluation. It is recognized the voltage output as well as the model stone test were determined to be completed successfully. See sro 2023-04355 for reference of the results of the review completed. Patient hematomas are listed as potential adverse effect and complication in the dornier delta iii operating manual. It is recognized that the operating manual for the dornier delta iii instructs the operator to ensure the device is performing within specification for multiple factors prior to utilizing the device for surgery, which includes confirming the f2 alignment. The device has been repaired for the f2 alignment by the dornier fse. It is recognized dornier completes fse on-site reviews of devices as indicated to be necessary by the device owner and periodically for preventive maintenance requirements. It is recognized that in this case the customer should have provided a request for follow up from the dornier fse if the pre-operation checks confirmed the f2 alignment of the device was not within specification. It is unable to be confirmed if the f2 alignment was adjusted or modified following the previous surgery which impacted the alignment at that time.